Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case subject: npi 8015 error 255-32784-275 account name: (B)(6). Account # (B)(6). Asset name: 8015ls v9.12.40 pcu dom a/b/g. (B)(6). Patient or user involvement: no. Patient or user harm: no. Case description: (B)(6) had error 255-32784-275 on pcu8015, when he connected pcu to system maintenance software without plugging in the power cord. Pcu sn (B)(4) with software 9.33.